Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on unknown date. It was reported that during the procedure, the trip wire and the suture were found to be broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.